Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the data provided, a general reagent issue can be excluded. The reagent performed within specifications and no product issue was found.

Event description:
There was an allegation of a questionable high ca 19-9 elecsys e2g result from cobas e 801 analytical unit. The initial result was 36.5 ku/l and the repeat result was 27.7 ku/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 59814001 with an expiration date of 31-may-2023.